Event description:
The following information was provided: left hip revision for pain and instability. Cup, insert, screws, and head revised. Replaced with competitor cup and dual mobility with stryker head and sleeve.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.